Event description:
Device 2 of 2. Reference MFR reports # 1627487-2013-19779, 1627487-2013-19781. It was reported the pt's had a fever and chills two days after the scs system was implanted. The physician suspected an infection and the pt was hospitalized. Follow up revealed the pt did not have an infection and all of her symptoms have been resolved. The pt was released from the hospital. The pt's scs system was reprogrammed and the pt reported receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.